Event description:
The customer reported that they "have had at least 3 carefusion extension set microbore tubing that have been leaking". No pt harm or medical intervention was reported. No additional pt/event info was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.